Event description:
It was reported that, "poly exchanged to thinner poly due to lack of flexion."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.